Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device: tfna nail (part unknown; lot unknown; quantity 1).

Manufacturer narrative:
510k: this report is for an unknown nail head elem: tfna lag screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Investigation summary: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and preventive action is proposed at the time of filing this report. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, the trochanteric fixation nail advanced system after locking nail/lag screw statically (intertroch fx) compression was still achieved resulting in lag screw sticking out lateral cortex approximately 1cm. When the surgeon compressed the lock screw, it is compressive even after being statically locked. There was no surgical delay. Procedure completed successfully. Patient status is unknown. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).